Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device locks during coagulation mode. No patient harm was associated with this issue, and no further information is available from the customer.

Manufacturer narrative:
The forceez-8c was received for evaluation. The returned sample did not meet specification as received by medtronic. The customer reported that the equipment locks during coagulation mode. The reported condition was confirmed. The investigation found extensive liquid damage (corrosion) on several components of the rf board. The investigation isolated the failure to the rf board, but a root cause was not identified. The probable root cause could not be determined based on the information provided. If information is provided in the future, a supplemental report will be issued.